Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was in the aorta the patient was taken back to lab for repositioning. It was unclear how the impella moved. After the repositioning, the pump appeared to be close to the inlet cage however, the doctor declined the repositioning. The patient remained on impella support.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.